Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was in for an af ablation and cti, as all catheters and sheaths were pulled back into the right chamber the patient's pressure dropped and upon completing and echo a tamponade was noticed. The consultant said he thinks he went through with the transeptal needle as pressure only dropped after the sheath was removed. Patient is ok now.